Manufacturer narrative:
The initial MDR was submitted with the 510k number listed as na. It is corrected to read preamendment.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® single use holder had blood leak between needle and holder. No injury no medical intervention.